Event description:
It was reported that, ¿pt developed post operative infection. Implants were removed and a cement spacer was put in.¿

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-500, lot # sxdah, description: triathlon-prim tib baseplate. Cat # 5532-g-509, lot # mjndlx, description: triathlon ps x3 tibial insert. Cat # 5550-g-339, lot # d116, description: triathlon symmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the pt¿s infection.